Event description:
Related to MFR report # 2183959-2011-00668, 2183959-2011-00669. An apogee graft was implanted, details not provided. It was reported that the device caused, "severe and permanent bodily injuries and significant mental and physical pain and suffering, including but not limited to, bladder infection, urinary retention, erosion, extrusion, recurrence of prolapse, pain and economic loss."

Manufacturer narrative:
Report indicates all mesh products were implanted during the same operation. Date of operation was not provided. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.